Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery for an unrelated reason, electrocautery was applied to the neck, and the patient experienced vt/vf. Interrogation revealed that the device was functioning normally. The patient was rescued with external defibrillator. Patient was sedated and in stable condition. No further infomation available.